Event description:
The pt was seen at the implant center for device eval in march 2000. Testing at the center indicated high electrode impedance readings. Revision surgery took place in 2000 and the child was reimplanted with another clarion device.